Event description:
In 2008, a clinical incident involving a evac 70 wand integrated cable was reported to arthrocare corporation. The reported incident involved an tonsillectomy procedure in which it was reported the patient sustained a superficial erosion to the buccal mucosa. It was also reported the hospital was not sure how the injury occurred.

Manufacturer narrative:
The hospital was contacted on 10/9/2008, 10/13/2008, and 10/15/2008 requesting additional information for this report. The hospital has not responded for requests for additional information (patient and treatment information) for this report. The device was returned to manufacturer for evaluation. A functional testing and visual examination was performed. The functional testing confirmed the device was returned in a functional condition. The wand fired in saline and suction line was found to be functional. The wand was fired for two minutes and it was verified the handle did not become hot to touch. The wand passed hipot test at 1.00 kvac wand. No problem was found during the visual inspection of the device condition for the following components: connector block, handle, return, spacer, suction connector and tube, cable, saline connector and tube, and electrode/screen. No problem was found during testing of the device.